Manufacturer narrative:
The company service representative examined the system but did not indicate replicating any issue related to the reported event. The host module was replaced. The system was then tested and met all product specifications. The system was manufactured on may 22, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system stopped in the middle of surgery. Additional information has been requested.